Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tube there was no label or missing label information. This event affected 250 devices. The following information was provided by the initial reporter. The customer stated: "the edta tube was missing the indicator line."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but one photo was provided for investigation. The photos were reviewed and the indicated failure mode for missing print on the tube was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of missing print on tubes was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing print. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tube there was no label or missing label information. This event affected (B)(4) devices. The following information was provided by the initial reporter. The customer stated: "the edta tube was missing the indicator line."